Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tubes do not fill correctly during sampling, several batches being concerned. The following information was provided by the initial reporter. The customer stated: ¿I have a complaint regarding bd vacutainer partic tubes. Silice cap rouge, references 369032/ 367819, lots 2040938/ 1350459. Repeated incidents occurred in the pneumology consultation department: the tubes do not fill correctly during sampling, several batches being concerned. "

Manufacturer narrative:
Investigation summary: mat: 367819 lot: 1350459 bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tubes do not fill correctly during sampling, several batches being concerned. The following information was provided by the initial reporter. The customer stated: ¿I have a complaint regarding bd vacutainer partic tubes. Silice cap rouge, references (B)(4). , lots 2040938/ 1350459. Repeated incidents occurred in the pneumology consultation department: the tubes do not fill correctly during sampling, several batches being concerned. "